Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms even after changing site, tubing, and pump. Customer's blood glucose was unknown. Troubleshooting was performed and it was found that customer did not try all remedies. Customer was assisted in running a 5.0 unit manual prime and insulin pump did not alarm. Customer was advised that insulin pump was working as designed. Customer wanted to deliver another 25 units of insulin to verify no delivery alarm. Customer reported that the numbers were not counting up correctly as it was counting up by different amounts. 25 units was delivered and customer was advise to monitor insulin pump. Customer had removed battery and received and received a battery out limit alarm. Customer was assisted in clearing alarm. Customer wanted to return insulin pump.